Event description:
The customer's family member reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl at the time of incident. Customer was not using auto mode at the time of incident. The customer¿s current blood glucose value was 157 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.